Event description:
The facility representative contacted baxter to report an infusor that has ruptured during filling. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4).the device has been received and evaluated by baxter. The reported condition was confirmed. The root cause for this investigation is in progress.

Event description:
Procedure: pancreas. According to the reporter: staples did not form properly. Additional resection was done and the procedure was completed with another device.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation CAPA (B)(4).